Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a mosaiq kv image guidance corrections anomaly.

Manufacturer narrative:
H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer was notified by another radiotherapy centre (royal marsden nhs foundation trust) regarding the behaviour of mosaiq kv-mv igrt couch correction process and the customer reported this to elekta. Elekta contacted the customer in order to obtain additional data regarding the reported malfunction issue of mosaiq kv image guidance corrections anomaly and the customer confirmed that the anomaly did not occur and that they have not had any mistreatments as a result of this issue. An fco-371-05-msq-025 (product bulletin) was sent to the customer on 20 april 2020 which addressed this issue.